Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. As received, a complete lead was returned in one piece with the helix extended with traces of blood. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.